Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: jan. 30, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when assembling the torque limiting attachment (tla) in the handle, the tla did not stop in the handle and then two (2) metal parts fell out from the handle. The event occurred before surgery; there was no patient involved. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: a DHR review of order (B)(4) was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The instrument was 100% functional tested. It was not possible to carry out a further functional test, since the instrument was received in a dismounted condition and there was no possibility to mount the instrument again, since the coupling is diverted into two parts. The upper rim of the pressure sleeve shows hard traces of utilization and does not fit as specified with the counterpart of the coupling, because it felt apart. Also it was tested, if the material of the pressure sleeve 03.110.005-001 meets the specifications. It was not possible to carry out a further functional test, since the instrument was received in a dismounted condition and there was no possibility to mount the instrument again, since the coupling is diverted into two parts. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Synthes manufacturing location was discovered upon receipt of subject device. A correction of device history records was conducted. The report indicates that the: manufacturing location: (B)(4), 03.110.005 lot 2379339, manufacturing date: 18.jun.2008, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.